Event description:
It was reported that pump malfunction occurred and display showed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump before contacting technical support and continued to use pump while prepared to rely on alternate method if needed, and technical support arranged replacement pump under warranty, instructed customer to place malfunctioning pump in storage mode and return it within 10 days, and advised customer to enter pump settings and reconnect continuous glucose monitor to replacement pump.